Event description:
It was reported that three leads failed to extend the helix. The leads were attempted and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor distorted; full lead was returned and analyzed. Helix will not extend due to the distortion of the distal conductor within the connector. There is apparent explant damage. Further testing revealed the outer insulation was breached cut and blood present in/on the helix mechanism. (B)(4) distal conductor distorted; full lead was returned and analyzed. Helix will not extend due to the distortion of the distal conductor within the connector. There is apparent explant damage. Further testing revealed blood/body fluid on distal conductor and in/on the helix mechanism. The helix is distorted/bent. (B)(4) all conductors distorted; full lead returned and analyzed. Helix will not extend at this time due to the distortion of the distal conductor at 14 cm. There is apparent explant damage. Further testing revealed proximal conductor has blood/body fluid and the outer insulation was breached cut.